Event description:
Caller states that pt 1 tested 2.8 inr and 1.8 inr on the device while a comparison lab drawn within minutes returned as 2.6 inr. Caller states that pt 2 tested 2.8 inr and 1.7 inr during duplicate testing. No action was taken based on any device results provided. No adverse event reported for either pt. Requested return of suspect device and replacement was sent.